Event description:
The MFR received info alleging a ventilator was alarming and required service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.